Manufacturer narrative:
(B)(4). Evaluation, results, conclusion: (insufficient information; cause is unknown).

Event description:
An endurant ii bifurcated stent graft was prepared for use in a patient. It was reported that when preparing the delivery system, the grey rear handle broke off. The device was not used in the patient. A different endurant ii 28x16x145 bifurcate was retrieved and successfully used in the patient. The event resulted in no injuries to the patient.